Event description:
It was reported that a pump has a "door not fully closed alarm". It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of a "door not fully closed alarm." The unit was rec'd inoperable due to a door not fully latched message caused by fluid residue build up inside keyhole assembly causing keyhole to be jammed open. Using test keyhole assembly unit became operable. The keyhole assembly will be replaced.